Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on an unknown date. The procedure was performed under anesthesia. The patient received external beam radiation treatment, then seed and spaceoar placement was performed. The hydrogel was reported to be small and near the seminal vesicles and partially into the venous plexus, surrounding the prostate lower down. On (B)(6), 2023, the patient had a post procedure computed tomography, at that time the patient was having a lot of urinary frequency. One month after the hydrogel placement, on (B)(6), the patient began experiencing rectal pain around the anus. The patient was put in lithotomy position, no pain to palpitation on the testicles and perineum but had point tenderness right inside the anus on the rectum, it was thought the patient had a small fissure. The patient was sent to gastroenterologist physician (gi) but was unable to be seen. The patient was prescribed with lidocaine cream to put at the anal area for the presumed fissure. The next couple of days around (B)(6), the affected area and the pain worsened. The patient went to the urologist complaining of scrotal and perineal pain, the urologist did not examine the patient. The patient's pain was so severe that he went to emergency department (ed) and ended up in the intensive care unit (ICU) with gangrene in scrotum and debridement of the entire perineal. It was noted some seeds were lost in the procedure. The patient was put on a ventilator and a wound vacuum to address the problem. The patient did not lose a testicle due to this event and it was reported that he will get a skin graft. The patient was discharged from the hospital at the time of this event. The patient condition was reported as "expected fully recovered."

Manufacturer narrative:
Block h6: imdrf patient code e2327 captures the reportable event of gangrene. Imdrf patient code e2330 captures the reportable event of pain. Imdrf device code a1502 captures the reportable event of gel misplaced vascular.

Manufacturer narrative:
Additional information: block b5 and b7 has been updated with the additional information received on january 12, 2024. Block h6: imdrf patient code e2327 captures the reportable event of gangrene. Imdrf patient code e2330 captures the reportable event of pain. Imdrf device code a1502 captures the reportable event of gel misplaced vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on an unknown date. The procedure was performed under anesthesia. The patient received external beam radiation treatment, then seed and spaceoar placement was performed. The hydrogel was reported to be small and near the seminal vesicles and partially into the venous plexus, surrounding the prostate lower down. On (B)(6) 2023, the patient had a post procedure computed tomography, at that time the patient was having a lot of urinary frequency. One month after the hydrogel placement, on (B)(6), the patient began experiencing rectal pain around the anus. The patient was put in lithotomy position, no pain to palpitation on the testicles and perineum but had point tenderness right inside the anus on the rectum, it was thought the patient had a small fissure. The patient was sent to gastroenterologist physician (gi) but was unable to be seen. The patient was prescribed with lidocaine cream to put at the anal area for the presumed fissure. The next couple of days around (B)(6), the affected area and the pain worsened. The patient went to the urologist complaining of scrotal and perineal pain, the urologist did not examine the patient. The patient's pain was so severe that he went to emergency department (ed) and ended up in the intensive care unit (ICU) with gangrene in scrotum and debridement of the entire perineal. It was noted some seeds were lost in the procedure. The patient was put on a ventilator and a wound vacuum to address the problem. The patient did not lose a testicle due to this event and it was reported that he will get a skin graft. The patient was discharged from the hospital at the time of this event. The patient condition was reported as "expected fully recovered." It was noted that the patient received a wound closure with skin graft from his thigh. The physician indicated that the event is not related to the spaceoar, but rather an infection plus uncontrolled diabetes. It was also noted that the patient is now, "doing ok", is on hormones and receiving intense modulate radiation treatment (imrt) and seeds.